Event description:
It was reported via repair work order that siderail was stuck at mid-height due to the siderail handle being broken off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.